Manufacturer narrative:
Event problem and evaluation: on 10-apr-2014, a medtronic representative went to the site to test the equipment. Broken wires were identified within the umbilical cable, causing low frame rate errors. The umbilical cable assembly was replaced, and the reported imaging failure was resolved during the system checkout. The mvs interface cable assembly was returned to the manufacturer for analysis and an electrical failure mode was found. The cable failed gbit test on bench. During testing, a broken cable wire (pin 7) was identified. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, during a spinal fusion procedure, the imaging system was displaying an error message preventing image transfer to the navigation system. The system logs indicated a frame rate below the recommended 40 fps, with transfer rate of 8 fps. During trouble-shooting, the ethernet cable was replaced and the ports on the imaging system and navigation system were inspected. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon completed the procedure with the use of the imaging system. There was no impact on patient outcome.